Event description:
It was reported that customer experienced recurring cgm error 42 on pump, with same error occurring three or more times on device. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, cts arranged express shipment of replacement pump before customer traveled overseas, instructed customer to place old pump in storage mode and return it within 10 days, and advised customer to manually enter pump settings and reconnect cgm on replacement device, which customer understood and acknowledged.